Event description:
It was reported that balloon rupture occurred. A 5.0 x80, 135cm charger balloon catheter was prepped and advanced for dilatation. However, during inflation, contrast was seeping out and a hole was noted in the balloon. The device was removed, and a new charger balloon was used to complete the procedure. There were no patient complications reported.

Event description:
It was reported that a hole in the balloon occurred. A 5.0 x80, 135cm charger balloon catheter was advanced for dilation. The device was prepped and inserted, however, when the balloon was inflated contrast was seeping out, and a hole in the balloon was noted. The device was removed. A new charger balloon was used to complete the procedure without complication. There were no patient complications reported. It was further reported that the complaint device was a 6.0x80, 135 cm charger balloon catheter and not 5.0 x80, 135cm charger balloon catheter as previously reported.

Manufacturer narrative:
Device evaluated by MFR.: a charger device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 28mm distal from the distal markerband. A visual examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination identified no kinks or damage to the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident.

Event description:
It was reported that a hole in the balloon occurred a 5.0 x80, 135cm charger balloon catheter was advanced for dilation. The device was prepped and inserted, however, when the balloon was inflated contrast was seeping out, and a hole in the balloon was noted. The device was removed. A new charger balloon was used to complete the procedure without complication. There were no patient complications reported. It was further reported that the complaint device was a 6.0x80, 135 cm charger balloon catheter and not 5.0 x80, 135cm charger balloon catheter as previously reported.